Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty ring was implanted and explanted on the same day for unknown reasons. The device was replaced with a bioprosthetic valve. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that after the device was sutured into place, there was persistent regurgitation. The physician did not feel that there was any problem with the device but rather there was an issue with the patient's native tissue. The device was explanted and replaced with a bioprosthetic valve during the procedure. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.